Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Performed transmitter voltage test and unit failed. The reported event of transmitter failed error was undetermined as the device has voltage. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Performed exterior visual inspection and passed. Performed voltage test and failed. Performed share log review and no data was found. The complaint could not be determined because the transmitter has no voltage. The reported event of transmitter failed error was undetermined as the device has voltage. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the display device showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.